Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1g, once in 4 days, ongoing, route and duration were not reported) and amikacin injection (125mg, once a day, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovered and was discharged from the hospital. Pd therapy and antibiotics were ongoing. No additional information is available.